Manufacturer narrative:
A service technician was dispatched to inspect the affected device. It was discovered that the screw holding the locking sleeve could not be found. This sleeve secures the retaining segment which locks the lamp head in position. This missing screw allows the locking sleeve to move and the retaining segment to become dislodged, resulting in the separation of the lamp head from the spring arm. The lamp head was replaced by trumpf medical service technician.

Event description:
The lamp head of a trumpf medical surgical light detached from the spring arm and fell while being positioned during surgery. No injuries were reported.